Event description:
I am reporting an adverse event involving clear care contact lens cleaning solution (3% hydrogen peroxide disinfecting system). My sister experienced bilateral corneal abrasions/chemical injury to both eyes after the product's hydrogen peroxide was not fully neutralized before her contact lenses were inserted. She woke with severe pain, redness, watering, and light sensitivity in both eyes, and was evaluated by a clinician who diagnosed corneal abrasions attributed to the solution. The peroxide in this product must be neutralized in the specialized case for approximately six hours before lenses are safe to wear; direct contact with unneutralized solution causes a chemical burn to the corneal surface. I am reporting this because the risk of serious eye injury from missing or shortcutting the neutralization step may not be adequately clear to users, and I believe stronger or more prominent warnings could help prevent similar injuries.